Manufacturer narrative:
Correction in section h5. Product is labeled as single use. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported the scope was flickering when scope is deflective down.

Manufacturer narrative:
Customer will not return the item to us for evaluation, thus we cannot ship it to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal (B)(4).